Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one device migrated to her abdominal cavity/migration of essure- colon, uterus/the essure device of the right fallopian tube is displaced and not present within the fallopian tube.") And device expulsion ("migration of essure- colon, uterus") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1997 and (B)(6) 1999), menses irregular, bacterial vaginosis, fungal rash, painful intercourse, hypoaesthesia, offensive vaginal discharge, dizziness, fever, skin rash, vulval lesion, diarrhea, nausea, low back pain, chills, gonorrhea and graves' disease. There is no medical history of diabetes, vaginitis, kidney stones, recurrent urinary tract infections, urethritis or sexually transmitted disease. Previously administered products included for thyroid problems: synthroid from 1993 to (B)(6) 2018; for pregnancy prevention: mirena from 2008 to 2010; for an unreported indication: orthocept. Family history included knee arthritis, breast cancer (mother), diabetes mellitus (paternal grandmother) and hypercholesterolemia (mother). Concomitant products included medroxyprogesterone acetate (depo-provera). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced pelvic pain ("chronic pelvic pain/pain") and alopecia ("hair loss"). In 2015, the patient experienced fatigue ("fatigue") and gastric disorder ("gastrointestinal or digestive system condition- stomach"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal and excessive bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("constant mild to severe abdomen - right side pain") and ascites ("persistent patency of the right fallopian tube with spillage in the peritoneal cavity"). The patient was treated with ibuprofen, paracetamol (tylenol regular), ibuprofen (motrin), surgery (hysterectomy, removal of intrauterine essure and laparoscopic tubal ligation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, gastric disorder, alopecia, abdominal pain and ascites outcome was unknown. The reporter considered abdominal pain, alopecia, ascites, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastric disorder, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device within the left fallopian tube was also displaced from the left fallopian tube. These appear to be within the peritoneal cavityshe was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) right fallopian tubes.; on (B)(6) 2012: failure to occlude (close) right fallopian tubes. On (B)(6) 2011, physician impression revealed. No evidence of obstructive sleep apnea. No evidence of periodic limb movement during sleep. EKG monitoring during this study revealed sinus rhythm, mean heart rate was 65/ minute. Disruptive sleep, indicated by increased arousals, 15.8/ hour, and the majority was spontaneous arousals. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records- partial expulsion, vaginal haemorrhage, device dislocation, migarine and headache. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-feb-2018: new events added-abnormal bleeding (vaginal, menorrhagia), migraines, headaches, migration of essure- colon, uterus, dysmenorrhea (cramping), fatigue, weight gain, gastrointestinal or digestive system condition- stomach, hair loss, constant mild to severe abdomen - right side pain, failure to occlude (close) and persistent patency of the right fallopian tube with spillage in the peritoneal cavity. Historical condition, concomitant condition, historical drug, concomitant drug, treatment drug and lab data added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one device migrated to her abdominal cavity/migration of essure- colon, uterus/the essure device of the right fallopian tube is displaced and not present within the fallopian tube.") And device expulsion ("migration of essure- colon, uterus") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1997 and (B)(6) 1999), menses irregular, bacterial vaginosis, fungal rash, painful intercourse, hypoaesthesia, offensive vaginal discharge, dizziness, fever, skin rash, vulval lesion, diarrhea, nausea, low back pain, chills, gonorrhea and graves' disease. There is no medical history of diabetes, vaginitis, kidney stones, recurrent urinary tract infections, urethritis or sexually transmitted disease. Previously administered products included for thyroid problems: synthroid from 1993 to(B)(6) 2018; for pregnancy prevention: mirena from 2008 to 2010; for an unreported indication: orthocept. Family history included knee arthritis, breast cancer (mother), diabetes mellitus (paternal grandmother) and hypercholesterolemia (mother). Concomitant products included medroxyprogesterone acetate (depo-provera). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced pelvic pain ("chronic pelvic pain/pain") and alopecia ("hair loss"). In 2015, the patient experienced fatigue ("fatigue") and gastric disorder ("gastrointestinal or digestive system condition- stomach"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal and excessive bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("constant mild to severe abdomen - right side pain") and ascites ("persistent patency of the right fallopian tube with spillage in the peritoneal cavity"). The patient was treated with ibuprofen, paracetamol (tylenol regular), ibuprofen (motrin), surgery (hysterectomy, removal of intrauterine essure and laparoscopic tubal ligation on (B)(6) 2013) and surgery (hysterectomy, removal of intrauterine essure and laparoscopic tubal ligation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, gastric disorder, alopecia, abdominal pain and ascites outcome was unknown. The reporter considered abdominal pain, alopecia, ascites, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastric disorder, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device within the left fallopian tube was also displaced from the left fallopian tube. These appear to be within the peritoneal cavityshe was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) right fallopian tubes.; on (B)(6) 2012: failure to occlude (close) right fallopian tubes. On (B)(6) 2011, physician impression revealed 1. No evidence of obstructive sleep apnea. 2. No evidence of periodic limb movement during sleep. 3 . EKG monitoring during this study revealed sinus rhythm, mean heart rate was 65/ minute. 4 . Disruptive sleep, indicated by increased arousals, 15.8/ hour, and the majority was spontaneous arousals. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records- partial expulsion, vaginal haemorrhage, device dislocation, migarine and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one device migrated to her abdominal cavity") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("chronic pelvic pain") and menorrhagia ("abnormal and excessive bleeding during menstruation"). The patient was treated with surgery (hysterectomy, removal of intrauterine essure and laparoscopic tubal ligation on (B)(6) 2013). Essure was withdrawn. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, pelvic pain and menorrhagia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and it was determined that one device migrated to her abdominal cavity (device dislocation) amongst non-serious events. Consumer underwent a hysterectomy, removal of intrauterine essure and laparoscopic tubal ligation, seven months after insertion. Device dislocation is anticipated in the reference safety information for essure. Although the exact date and mechanism of this device migration was not described, since essure inserts may move along or out of the fallopian tubes, the causality between this event and essure use cannot be excluded. This case is regarded as incident as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and it was determined that one device migrated to her abdominal cavity (device dislocation) amongst non-serious events. Consumer underwent a hysterectomy, removal of intrauterine essure and laparoscopic tubal ligation, seven months after insertion. Device dislocation is anticipated in the reference safety information for essure. Although the exact date and mechanism of this device migration was not described, since essure inserts may move along or out of the fallopian tubes, the causality between this event and essure use cannot be excluded. This case is regarded as incident as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.